Manufacturer narrative:
Review of the device history records indicates that devices were manufactured and accepted into final stock no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient underwent manipulation under anaesthesia (mua) of the left knee due to tightness following total knee arthroplasty.

Manufacturer narrative:
An event regarding mua due to arthrofibrosis involving a triathlon insert was reported. The event was confirmed through operative notes received. Method & results: device evaluation and results: no material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: causes of arthrofibrosis are either patient-related or procedure-related. With modern total knee replacement devices, there are no known device related factors that might carry by itself a relationship with poor functional outcome of the knee due to stiffness. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the provided operative notes confirmed the patients arthrofibrosis and the therapeutic intervention to improve rom through mua. The operative notes indicate the mua was performed with success in this patient with ¿audible¿ release of scar tissue and adhesions. The clinician is unable to confirm the root cause for the arthrofibrosis with the supplied information, he states "causes of arthrofibrosis are either patient-related or procedure-related. With modern total knee replacement devices, there are no known device related factors that might carry by itself a relationship with poor functional outcome of the knee due to stiffness". Further information such as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent manipulation under anaesthesia (mua) of the left knee due to tightness following total knee arthroplasty.